Manufacturer narrative:
(B)(4). Device evaluation: the product testing could not be performed as the product was not returned (the lens was discarded by the account). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint event reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's right eye in a secondary surgical procedure. The patient had severe blurring as well as glare and was unable to see clearly with the lens. Reportedly, the incision was enlarged and a suture was required. A replacement lens, model zcb00 +23.0 diopter was used. It was indicated that the patient is doing well at 1-day post operation and no patient injury was reported. It was noted that the lens was discarded and will not be returned. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.